Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information that the customer's pump did not initially turn on even when plugged into multiple power sources. Reportedly, the customer had allowed the battery to deplete. The customer attempted to charge the battery and received limited charge after two hours. This issue impacted the customer's blood glucose levels.